Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the device had a foreign object in the distal end, forceps elevator and nozzle, corrosion in the ultrasonic transducer and residual liquid or foreign material coming out of the channel tube. There was no patient involvement.